Event description:
The caller reported a malfunction on their pump. There was no additional information about whether the customer¿s blood glucose level exceeded 500 mg/dl, so the potential impact on their blood glucose level remains unknown. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).